Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
During an eviva breast biopsy procedure on (B)(6), 2026, the user reports that the device was "not smooth" during use in the "lavage mode." Additionally, it is reported that upon completion of the biopsy procedure, it was observed that the needle was bent. No patient harm was reported, and no further information is currently available.